Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4)

Event description:
During a five month follow-up of a pipeline patient, it was reported that internal carotid artery (ica) that was covered by the pipeline had a stenosis estimated at 60% or more of the parent artery. The patient was non-symptomatic and has had no residual effects. The physician commented that the patient continues to engage in a smoking habit against the recommendation of the physician. The patient was instructed by the physician to continue taking the dual anti-platelet therapy for another six months until a repeat angiogram can be performed.